Event description:
Ous MDR - up until the event date, the device and lead have functioned normally. On this particular date, the patient was carrying a heavy load while farming. Later that night, the patient received an inappropriate shock when laying down. An hour after the shock, the device was interrogated and found oversensing due to noise. Therapy was turned off and the patient admitted to the hospital. This system has not been returned for analysis.

Manufacturer narrative:
Upon receipt, the memory content as well as the therapeutic functionality of the ICD were inspected. In the available iegms the occurrence of noise was observed in the ventricular channel, which led to shock deliveries. However, a thorough analysis of the ICD proved the device to be fully functional. The lead under complaint was found cut approx. 12.5 cm distal to the is-1 connector pin. Only the proximal lead fragment was returned and subjected to an extensive analysis. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. As the distal lead fragment was not returned, no further root cause analysis was feasible. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The analysis of the lead fragment and the ICD did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimise any such occurrences in future.